Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under one of the electrodes and shoulder strap. The skin condition was described as red and the size of the electrodes. The patient reached out to his doctor who recommended applying anti-itch cream. Follow-up indicated that the rash was "getting much better". The patient reported that he had been applying the anti-itch cream and the redness had gone away.